Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Additionally, noise and oversensing was also observed and inappropriate ventricular tachycardia (vt) episodes were stored. Reprograming of the device was performed. This lead remains in service. No adverse patient effects were reported. Additional requests of information were performed in order to inquire regarding the model/serial number of the lead. However, at this time, no additional information is available.